Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer performed the fill tubing step, resumed insulin, and continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.